Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2; reference MFR. Report#: 1627487-2018-08347. It was reported the patient is experiencing discomfort at the ipg sites due to possible infection. The patient was evaluated in the emergency room and is pending follow up with his physician.